Manufacturer narrative:
No pt info is available. The site initially provided the event info to biosense webster, inc. (Bwi) on (B)(6) 2011. Bwi notified ge healthcare on (B)(6) 2011. No contact person provided by bwi to ge healthcare. As the device was not available for eval a device history record (DHR) review was conducted. The DHR indicates the proper materials and mfg methods were used to produce this lot of materials. If the device is returned, evaluation will be performed and a f/u report submitted. There are no further actions planned at this time.

Event description:
It was reported that a pt experienced a perforation in the left atrium of the heart. The user reported, the perforation occurred while the pt was undergoing a procedure to treat atrial fibrillation. After the procedure, the pt had a pericardiocentesis performed and received "multiple" transfusions of blood. The pt was reportedly in transit to the operating room at the time the event ws reported to the initial reporter.